Event description:
It was reported that the left ventricular (lv) lead threshold had increased a specific amount from one day to the next, exceeding the programmed safety margin. No known actions were taken. The lead remains in use. The patient was a participant in the universal antitachycardia pacing 2.0 study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2008; 7020 competitor implantable pacing lead, (B)(6) 2008. (B)(4).